Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. However, visual inspection found delaminated downstream occlusion (dso) seal. This indicated a reportable malfunction based on the delaminated downstream occlusion (dso) seal. The cause of the reported issue was unknown. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because it did not power on and triggered alarms during testing. During physical inspection, it was found that there was a delaminated downstream occlusion seal.